Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels in the middle of the night. Customer was unable to be woken up, and paramedics were called. Customer was given a sandwich and juice to stabilize blood glucose levels. Troubleshooting was performed and pump appears to be functioning as expected.